Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 13.5cm distal to the is-1 connector pin into two segments. An extraction aid was found on the lead body, it is reasonable to assume that the lead was cut during the surgery. The analysis showed that the insulation was found rubbed through 21cm proximal to the lead tip, which is assumed to be the root cause of the clinical observation. Calcified appearing tissue residuals were found in the above mentioned region, which had impact on the maneuverability of the lead and led to excessive mechanical stress resulting into the insulation damage. Further damages such as a deformed rv shock coil, most likely resulted from the extraction procedure due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Lead explanted due to fracture. No adverse patient events reported. Should additional information become available, it will be added to this file.